Event description:
A touchscreen was reported to be bubbling up and the damage underneath the screen protector rendered the touchscreen illegible, preventing customer interaction with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer will continue using the current pump along with multiple daily injections if necessary, until the replacement arrives.